Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.(B)(4).

Event description:
A pharmacist reported that vacuum rising issues occurred during a cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of five reports being filed for the same facility. This report is for the procedure performed on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: the device history record review indicated the cassette was built to specification. The returned sample was visually and functionally tested and passed testing. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The irrigation and aspiration flow rates were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings. The sample functioned within specification. The centurion vision system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration, probable cause: loose blue luer fittings. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace cassette. Check fitting and/or replace cassette. No handpiece was received for the vacuum not rising. A picture of the proximal section of two handpieces were received with the complaint. One of the two handpieces did show that the brazing joint was no joining the aspirating tubing with the aspiration male luer. The other handpiece showed signs of corrosion but still appeared to be functional at that time, but could not be confirmed without the sample returned. One handpiece lot number was identified with this complaint: the device history record for the lot was reviewed. According to the device history record review, the lot had a temporary deviation for the transition to a new directions for use (dfu) that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The root cause of the customer's complaint could not be established; the returned sample met specifications. Based on the photo provided with the complaint, the complaint does confirm a vacuum rise would not be achieve for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appears to be close to having this same complaint issue. The root cause of this complaint issue appears to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for approximately seven years of use.

Manufacturer narrative:
A sample was received by a company representative and sent to manufacturing site.